Event description:
Device was placed in 2003, radiation therapy was delivered 3 days later for four days. At the sixth month follow-up visit in 12/2004, pt exhibited a grade 4 toxicity consisting of an open wound and "large cylindrical defect" at the site of the lumpectomy. There was no evidence of cellulitis or infection. Radiation changes to the skin were noted. The pt required a wide excision to induce healing. The pt required a wide excision to induce healing. Pt tolerated this procedure well without apparent complication and was continued to be monitored. The area was repaired by a plastic surgeon the next day.